Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two open pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned samples and a bent patient end of cannula and a broken non patient end of cannula was observed on one sample, a bent patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: needle (partially) blocked.